Event description:
Same case as MFR report #: 2134265-2010-04415. It was reported that during a percutaneous coronary intervention, st elevations occurred. The patient presented with acute coronary syndrome and st elevations in segments h and 2. Access was obtained via the left radial artery. The 90-99% suboccluded lesion measuring greater than 2.5mm in diameter and 20mm in length was located in a severely calcified proximal to mid first diagonal artery. A non bsc thrombectomy catheter was advanced to the lesion, but could not cross. A 2.0x12mm maverick2 balloon was advanced to the mid portion of the diagonal branch and was inflated to 16 atms for 40 seconds to predilate the lesion. At this time it was noted that the patient experienced increased st elevations. A non bsc thrombectomy catheter was advanced to the mid portion of the first diagonal artery and 4 passages were made, removing thrombus. Antiplatelet activity of the patient was measured. It was reported that the patient had been treated with 0.9ml lovenox and 0.4ml lovenox and reopro by emergency services. A 2.5x28mm promus element stent was advanced to the lesion and deployed at 16 atms for 40 seconds. The lesion was post-dilated with a 2.5x10mm non bsc balloon. After post-dilation it was noted that there was still reduced coronary blood flow distal to the lesion. The physician attempted to advance a non bsc thrombectomy catheter to the lesion, but could not cross the proximal portion of the stent. Under angio it was seen that the stent had accordioned and reduced in length by approximately 4mm due to interaction with the thrombectomy catheter. The lesion was again post-dilated with a 2.5x10mm non bsc balloon that was inflated to 20 atms. Final angiographic result showed no significant residual lesion in the proximal portion of the first diagonal branch and timi ii flow. The st elevations resolved during the procedure. No further patient complications occurred. Patient status is listed as stable.

Event description:
On (B)(6), 2010 the facility's representative reported to baxter global technical services on colleague cxe volumetric infusion pump in which battery damaged occurred during patient therapy and therapy was stopped. The condition occurred in the ob (obstetrics) unit. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version (B)(4) categorized as remediated.

Manufacturer narrative:
The reported condition of battery damaged was confirmed and duplicated. The condition is due to depleted main batteries caused damaged battery alarm. The main batteries with battery harness was replaced to correct the reported condition. (B)(4).

Manufacturer narrative:
Additional information: the root cause investigation is in progress through (B)(4).